Event description:
It was reported that multiple cartridge alarms (alarm 31) occurred during a bolus. Customer's blood glucose level was 142-143 mg/dl. Reportedly, the customer reverted to insulin pens for insulin therapy.